Manufacturer narrative:
Additional information was added to b3, b5, h6 and h11. B5: the quantity of alleged units was ninety-five (95) exactamix syringe inlets. H11: based on evaluation of the reported particulate matter (pm) complaint, this event is determined to conform to a previously identified and well-characterized issue. An investigation has already been performed. The investigation concluded multiple failure modes related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign particles were found in the packaging of an unspecified quantity of exactamix syringe inlets. The foreign particles were observed before use. There was no patient involvement. No additional information is available.